Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I have noticed that the bd leur lock tip 50ml syringe we are currently using , the silicone lubrication around the plunger separates when pulling back on the syringe .it leaves a resin on the syringe and the plunger .

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-jun-2023. H6: investigation summary. One sample was provided to our quality team for investigation. The product was visually inspected and no visible defects were observed. A device history review was performed for reported lot 2303017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, results were reviewed for lot 2303017 and found all limits were within specification. Testing was performed on the returned sample, all product met required specification, and no excess silicone was identified. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I have noticed that the bd leur lock tip 50ml syringe we are currently using , the silicone lubrication around the plunger separates when pulling back on the syringe .it leaves a resin on the syringe and the plunger .

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.